Event description:
The patient reportedly had a resistant infection and was treated by an infectious doctor using hyperbaric therapy. The company was informed that the patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant advanced bionics is in the process of gathering more info; once more info becomes available, a supplemental report will be submitted.